Manufacturer narrative:
Full address of the facility is (B)(6). The device was received and evaluated. Device evaluation noted the insufficient (reduced angulation ) was not confirmed by repair center (rc) engineer. The wrinkled insertion tube was confirmed , however, it was noted repair was cancelled at this time. Furthermore, inspection found there were foreign materials in the objective lens and was able to be removed (cleaned by the engineer). This findings were attributed to insufficient cleaning (handling problems). Review of repair history of this product noted the concerned product has not been repaired in the last year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device found with wrinkled insertion part, image blurry with reduced angulation. The issue found at preparation for use. No harm was reported, (patient was not under sedation). The intended diagnostic gastroscopy procedure was completed using a similar device. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Olympus will continue to monitor field performance for this device.